Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a burst of balloon caused strong bleeding in the patient. The user was trained for this product in a hospital by a specialist nurse several weeks/months ago. As the user suffers from neuropathic disruptions, she cannot perform the irrigation by herself, she always needs a person who will carry out the irrigation. She asked her neighbor to help her during the irrigation, the neighbor is not trained for this product. Water infusion of 1 liter, 38°c. The balloon burst with a loud bang during water was pumped into the rectum, subsequently strong bleeding from the rectum occurred. The user went to the hospital. The balloon had burst after the water was already pumped into the bowels. The neighbor only assisted her to pump. Patient is quite sure that they handled the irrigation the same as she had learned in her training in the hospital. The patient was hospitalized and a stoma was created.